Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator shut down while in use on patient and restarted on it's own. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). Conclusion / root cause: this customer returned cpu pcba was tested with no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator shut down while in use on patient and restarted on it's own. The customer reported that the unit was in use on patient, but there was no patient harm.